Event description:
After 3 months of cochlear implant surgery, this patient reportedly could not hear, diagnostic testng did nto detect faults, with the device. This patient was explanted and reimplanted with a new device in 2005.